Manufacturer narrative:
On november 17, 2023, the mentor failure analysis lab received the device for evaluation. Per device received, the following fields have been updated on this form: field d1 for brand name has been updated to "unknown gel implants textured". Field d4 for catalog number has been updated to "unk_gel implants textured". Field g4 for PMA/ 510(k) has been updated to "unk". On november 22, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel textured 550cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted on the anterior view extending to the posterior view within the siltex cracking measuring approximately 2.4 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown gel implants and experienced breast implant rupture on her right side postoperatively; diagnosed via mammogram. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 23, 2023, mentor became aware that the replacement devices used were catalog number 3505504bc; serial number (B)(6) on the left side, and catalog number 3505504bc; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 24, 2023, mentor became aware that patient also experienced bilateral device migration in addition to right rupture. Corresponding fields under section h have been updated on this form. Reason for device explant and/or reoperation: right rupture, and device migration . This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).